Manufacturer narrative:
Add'l info regarding the incident has been requested. A supplemental report will be submitted pending the results of an independent, outside investigation.

Event description:
The child was treated with tpn prepared by the teva (B)(6) in (B)(6). The tpn is injected into ta PICC catheter at home and after that, a saline syringe in injected in order to flush the drug. The child arrived to the hosp with a high fever after tpn treatment.